Event description:
Information received by medtronic indicated that the customer received software error detected and the motor arm cannot communicate with the main arm alarms. No harm requiring medical intervention was reported. The customer declined troubleshooting, the customer will discontinue use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w ver 4.11d. Retainer = black. Case type = ngp. The customer returned the pump for alleged pump error 53 and pump error 4 alarms found on 10/31/2022. The pump successfully downloaded the trace and history files using thus and then passed the self test and displacement test however, the pump experienced an unexpected pump error 53 alarm during testing. Performed an additional complete thus download to capture the specific cause (line and file number) of the pump error 53 alarm during testing. After reviewing the pump formatted history file, determined the alarm during testing was a pump error 53 (line number = 18354 file number = 49) alarm. In addition to the alarm during testing, there were a total of thirteen (13) pump error 53 alarms and eleven (11) pump error 4 alarms that occurred. See below for the consolidated list of the alarms (all in the year 2022): on 6/26: two (2) pump error 53 (line number = 5632 file number = 2005) alarms. On 6/26, 7/12, 7/14, 7/15, 7/16, 7/17, 9/19, 9/28, 10/12, 10/24, and 10/31: eleven (11) pump error 53 (line number = 18354 file number = 49) alarms, eleven (11) pump error 4 (linenumber = 2727 filenumber = 32122) alarms. The pump error 53 (line number = 5632 file number = 2005) alarms are due to software errors and the pump error 53 (line number = 18354 file number = 49) alarms were triggered since the pump detected a corrupted usm sector when ui holds usm lock - suspected memory corruption, fault is isolated to the hardware. The pump error 4 (linenumber = 2727 filenumber = 32122) alarms are a secondary error and are a consequence of pump error 53. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Pump error 53 (line number = 5632 file number = 2005) alarms are confirmed due to software errors. Pump error 53 (line number = 18354 file number = 49) alarms are confirmed, fault isolated to the hardware. Pump error 4 (linenumber = 2727 filenumber = 32122) alarms are confirmed and are a secondary error as a consequence of pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in h10 section of this report.

Event description:
The device was returned for analysis.